Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint "force bi-polar, jaws were not opening, popped open little pieces broke off, retrieved a few pieces". The instrument was found to have a broken grip at the grip base. A piece approximately 0.139" x 0.078" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows that the force bipolar instrument, part# 470405lot# n10200323-0054, was last used on (B)(6) 2020 during a myomectomy on system# (B)(4). The instrument had 1 life remaining. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The customer proceeded to complete the procedure without the use of a backup force bipolar. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, a fragment from the jaw of the force bipolar instrument fell inside the patient, and was retrieved. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, fragments of the force bipolar instrument came off when the jaw was damaged. The customer used a backup instrument to retrieve the fragments. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator who confirmed that the surgeon had difficulty opening the jaws fully. The instrument was inspected prior to use. The jaws would open but not to the desired degree. On the second usage, the force bipolar instrument jaws popped open and metal fragments come off the instrument. The surgeon retrieved the fragments fully. An x-ray was also performed after the case to confirm that all fragments were retrieved. There was no bleeding and no damage to the patient or the patient's tissue. The lot # of the instrument is n10200323-0054. There were no post-operative complications. No additional patient demographic information was available.